Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from us alleged the generation of discrepant sars-cov-2 results for 3 patient samples when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The samples initially generated sars-cov-2 positive, flu a negative and flu b negative results on the cobas liat system. Retest on another cobas liat system generated negative sars-cov-2 result, flu a negative and flu b negative results. Both the initial positive sars-cov-2 results and the retest sars-cov-2 negative results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. A product problem was not identified. A review of the data revealed late CT values indicative of a sample near or below the limit of detection (lod) of the test. Three (3) mdrs will be filed, one per patient, as per FDA guidance.

Manufacturer narrative:
Based on the analysis of the provided data, the sample was at/near the limit of detection (lod) of the cobas liat test. A low level of viral material is present in the sample and results are expected to waver from run to run. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. No product problem found.